Event description:
N/a.

Manufacturer narrative:
Updated fields: unique identifier (UDI) #, version or model #, catalog #, brand name. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
Additional reporter:(B)(6) additional email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the dilator of the iab catheter broke off at hub during removal. The scrub tech the doctor did not realize the dilator was still in the sheath. They thought the valve was leaking and advanced a wire through the sheath which then advanced the dilator and it entered the patient's body. The dilator at that moment was in the iliac. The patient was still in cardiogenic shock so they were addressing it by putting in an impella later that day. Surgery to remove the dilator was an option once the patient was stable.